Event description:
It was reported by the customer, the forceps on the evis exera ii ultrasound gastrovideoscope had bad movement. No patient harm reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end / stain entered inside the lens through the gap and the probe unit acoustic lens was damaged. This report is to capture the reportable malfunction of the gap of adhesive on the distal end / stain entered inside the lens through the gap and the probe unit acoustic lens was damaged noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The forceps angulation was not standard. The up/down knob torque was less or specified value. The angulation shaft was deformed. The bending section cover glue was chipped. The connecting tube pocket-pouch had a scratch. The k-pipe was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Corrected reporter address. Report source: checked "other" to correct the country to (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.